Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 500 mg/dl. The customer took a correction with the pump. The customer's current blood glucose is 460 mg/dl. The customer reported the drive support cap to appear normal. The insulin pump will not be returned for analysis.